Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3000 ohms resulting in a lead safety switch. Technical services (ts) indicated that this may be due to possible fracture and recommended evaluating lead integrity with pocket manipulation and isometrics. At this time, this lead remains in service. No adverse patient effects were reported. Additional information was received that the clinic planned to bring the patient in for a lead evaluation. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3000 ohms resulting in a lead safety switch. Technical services (ts) indicated that this may be due to possible fracture and recommended evaluating lead integrity with pocket manipulation and isometrics. At this time, this lead remains in service. No adverse patient effects were reported.